Event description:
In 2004, I had a kugel composite hernia patch implanted in my abdomen, I had various aches and pains that developed 9-12 months after the operation which my surgeon told me was normal. I then developed various infections of the bladder/kidney in 2005, that seemed to clear up with antibiotics, and an increased white blood cell count of roughly 18000. My doctors ran numerous tests looking for all sorts of problems, but never looked into the idea that there may be a problem with my hernia patch. Eleven mos later, in 2005, I developed flu like symptoms which included a high fever of 104 degrees, massive body aches and pains, extreme exhaustion, chills, and night sweats. This went on for the last few days of december, and the problems continued into the next mo. I started urinating blood again, as I had a year before. I went to the emergency room at hospital. I was diagnosed with a urinary tract/kidney/bladder infection, but the real concern was that my white blood cell count was now 23000. They did a CT scan which showed I had an abcess under my mesh. They immediately admitted me for further testing and antibiotics. I was given massive amounts of antibiotics for about a week with no improvement, my doctors considered moving me to a more advanced hospital for fear that I was progressively getting worse. One doctor told me that I was within a day of being put on a ventilator. They did a white blood cell scan which showed that my entire mesh was covered with infection which you could actually see growing into fistulas or trails. The tech who did my white blood cell scan said he had never seen anything like my results. Surgery was ordered to remove the mesh. The surgery was very complicated, and took almost 5 hours to complete. I needed a small bowel resection to repair damage caused by the mesh and associated infection. In all, I was hosptalized a total of almost 30 days, I was on drip antibiotics for over 3 months. My doctors were puzzled as to why and how I could have developed this infection and complications with my mesh. Now after receiving a letter from the surgeon's office that installed my mesh explaining the recall of the device, it is clear. The mesh must have been defective. My medical bills have approached 200,000 and I have missed a total of 90 days of work because of this product. Not to mention the pain and suffering I have endured, and continue to live with as a result of this product being defective.